Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a sensor error which lasted for six hours. She lost consciousness and fell to the floor. Several minutes later she regained consciousness. Her injuries included bleeding and a bruise on her face, forehead, and knees. At some point during the event her bg finger stick value was 53 mg/dl. She self-treated the hypoglycemia by eating food and tended to the injuries herself. The following day she felt fine and had recovered. Data investigation could not confirm ???/hour glass/no readings/sensor error in status box. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.